Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set under infused. Magnesium and potassium chloride were being infused at 542/hour. After the hour, the nurse observed ¿approximately 30ml¿ of solution was ¿still left in the bag¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.